Manufacturer narrative:
(B)(4): it was reported to philips that the ac power module failed and that the unit fails to charge the battery when the power cord is moved. The ac power module was replaced which resolved the failure. As of 1/17/2011, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.

Event description:
It was reported to philips that the ac power module failed and that the unit fails to charge the battery when the power cord is moved .